Event description:
A depuy mitek sale rep reported that a facility contacted him stating the surgeon was drilling the sleeved-trocar across the guide frame. The trocar missed the center of the femoral rod hitting the side of the rod. Heat must have genterated from the metal on metal friction causing the pt skin burns due to the heat.

Manufacturer narrative:
The depuy mitek sales rep returned to the facility to obtain more info. He stated the burn was a small area of redness around the incision site which was treated with a topical ointment. The pt did not require any further treatment. It is possible this type of device failure may have been due to the mis-alignment of the trocar and sleeve drilling across the guide frame and therefore, may have been technique related. When and if the complaint device is received here at depuy mitek it will be subjected to a root cause failure analysis. If the analysis identifies any definitive root cause a follow-up report will be filed. Mitek will also continue to monitor complaints of this type. No further action is required.